Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of lamp turned on automatically when the processor was turned on and error 103 had displayed was not confirmed. Device evaluation found no issues with the returned device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source the lamp turned on automatically when the processor was turned on and error 103 (communication error) had displayed. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.